Event description:
In 2009, an l5-s1 procedure was performed. Approximately 7 weeks later, it was noted two of the set screws were loose and the rod have moved. A revision surgery is scheduled.

Manufacturer narrative:
Evaluation method and evaluation results: device was not returned to manufacturer; no evaluation could be performed.